Event description:
It was reported to philips when powering on their allura xper fd20 system it does not reboot all the way.

Manufacturer narrative:
Additional narrative: on the 17th of march 2023 philips reported this event under (B)(4) . This report had previously been reported on the on (B)(6) 2023 under (B)(4) . Philips (B)(4) - MFR report number (3003768277-2023-01760) is being closed as a duplicate report of (B)(4) MFR report number (3003768277-2023-01680). Any further correspondence for this incident will be completed under (B)(4) MFR report number (3003768277-2023-01680).